Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone17.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient is experiencing tender spots, and wears pods only on the left side of their body only using their abdomen and the back of their arm and believes they may be developing some scar tissue since all of their pods sites are close together. Patient also noted elevated blood glucose levels of approximately 400 mg/dl while wearing the pod between 24 and 36 hours. No further details were provided. As treatment pod was removed.